Manufacturer narrative:
All operating currents are within specification. No unexpected auto off alarm or battery out limit alarms was noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
A diabetes educator reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 500 mg/dl. The educator stated that the patient was in the hospital since (B)(6) with diabetic ketoacidosis. The customer stated that she had some battery issues with the pump and there was an off no power and two battery alarms in the history. The diabetes educator stated that the customer had a history of being non-compliant and when she had trouble with the pump, she never tried to resolve it and did not take any insulin and wounded up in diabetic ketoacidosis. The customer had symptoms such as nausea and stomach pain. The customer stated that the pump had gone blank. The customer will be sent a replacement pump.